Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case number (B)(4), awareness date 23-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Consumer was told that essure would be great for her with no recovery time, no hormones or side effects. She was walked through the procedure and told that was 2 metal coils, nothing about nickel was mentioned. Since then she has experienced forgetfulness, mood swings, memory loss, extreme fatigue, no sex drive, headaches, metal taste in her mouth and hair loss. The most painful side effect for her was the never ending periods with penny size blood clots and the extreme pelvic pain that is best described as being in hard active labor and trying to live life day to day. She is in constant pain all the time. As a result of essure she will be having surgery to remove tubes with coils fully intact in (B)(6). Product technical complaint investigation received on 15-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had extreme pelvic pain, constant pain all the time. She will be having surgery to remove her tubes and coils. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.